Manufacturer narrative:
H3, h6: the associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device does not confirm the stated failure mode. The device is covered in bone cement on one side which could link to the connection failure, but is not verifiable. A functional evaluation does not confirm the stated failure mode. After mating the separate devices (as well as a new impactor bumper to replace the broken one), the event in question could not be fully recreated as the event involved wet bone cement and the cement on the device has dried indefinitely. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible probable cause could include but not limited the user error. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during tka surgery, the jrny ii cr lock fem implant impactor did not release the jrny ii cr fem ox np lt sz 4 implant. A back-up device was available and no delay or injury was reported.